Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during nail extraction surgery, the distal tip of one (1) short hexdriver showed signs of wear and slipped on the screw head. Also, the distal tip of one (1) lag screwdriver broke when they wanted to remove the screw. The tip was removed with a clamp, and the wound was washed carefully. Additionally, the or found that one (1) ruler was broken, then it was not used in the surgery. All debris was removed from the wound. The screw was very tight and covered with bone calcification, then it was unable to remove it. The surgeon transferred the patient to another hospital. It is unclear whether there was any delay or how the procedure concluded prior to the patient¿s transfer. The patient current status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h11: the associated device was returned and evaluated. A visual inspection of the returned device finds the device returned heavily worn from use, with the distal threaded tip of the interior shaft fractured off with no material returned. The subject screwdriver was manufactured in 2006, likely experiencing multiple uses and worn or damaged from repeated normal use, misuse, and cleaning practices. Therefore, a device history records review was not performed for this event because this happened due to the interaction between devices, therefore there is no evidence of manufacturing, packaging or labelling defects which can be associated with the reported failure. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.